Event description:
It was reported that the right ventricular lead pacing impedance had been fluctuating for about two weeks and was now high, which triggered an alert. An alert had also been triggered for short v-v intervals and the capture threshold had increased. The lead remains in use. No patient complications have been reported as a result of this event.